Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. Journal article attached: daskalakis, m: impact of surgeon experience and buttress material on postoperative complications after laparoscopic sleeve gastrectomy. Surgical endoscopy. Published online: 05 june 2010.

Event description:
In a journal article, data was analyzed from 230 consecutive pts who underwent laparoscopic sleeve gastrectomy (lsg) procedures from three different surgeons with different degrees of bariatric experience. Peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) was used as a staple line buttress in 144 of the cases. Ten (10) of the 230 lsg procedures resulted in a leak where the most common leak location was proximal to the gastroesophageal junction (7 cases). Three (3) of the leaks resulted in pts who had received psdv. The article noted that "the likelihood of complications was 72% lower in pts in whom buttress material was used. Specifically, reinforcement with buttress material was found to significantly decrease the rate of complications, reoperations, and leak." Medical device reports submitted for the same journal article are manufacturer report numbers: 2183620-2011-00014, 2183620-2011-00015.